Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 600 mg/dl, compared with the sensor glucose reading of 150 mg/dl. The customer stated that she treated with insulin via the insulin pump and tried to eat, but she felt worse, so she treated with a manual injection thereafter. She stated that this had been an hour prior, and the blood glucose reading was still over 600 mg/dl. She complained of thirst and nausea. The most recent infusion set change had been the night prior and she had been having high blood glucose since the morning. She declined to perform the high pressure test. She was advised to turn the sensor off, waiting for the blood glucose levels to stabilize, and turn it back on. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-49505.